Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected error test, rewind and displacement test. However, the insulin pump alarmed prime during basic occlusion due to slightly loose drive support disk. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, broken battery tube threads, corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a prime/rewind issue and the insulin squirted out at a higher velocity than normal. Customer's blood glucose was 138 mg/dl at the time of the incident. Customer stated that he was unable to exit the preparing to prime loop. Customer stated that the drive support cap was sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.